Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) contained a broken tine. The leadless ipg was implanted in a high septal position due to high thresholds in other locations. It was noted that the leadless ipg was tilted towards the outflow track. The device was explanted during the patient's valve surgery. During the explant, the physician noted the broken tine. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Device was found with damage to the shield and with a bent fixation. If information is provided in the future, a supplemental report will be issued.